Event description:
It was reported the patient was unable to adjust the stimulation using the patient programmer. The status lights were assessed. The 9 volt battery light was on. The same day it was reported the patient experienced an overstimulation or shocking sensation. The patient felt there was a short circuit in the device because, at times, when the device was on, the stimulation was too strong and then would increase on its own. There was no known incident related to the onset of the symptoms. The patient indicated about a week prior they had bumped the battery site with a car door. The patient noted the shocking at the ins pocket. Troubleshooting was being considered. The device was decreased to the lowest setting and turned off until the patient could see their physician. The next day, the patient was seen in the clinic. A surging sensation was reported with positional changes. When the patient laid down the stimulation increased and when the patient got up it went away. Impedance measurements were performed and were normal. The patient was educated no stimulation changes with positional changes. The patient was fine.